Event description:
Info was submitted by field service report. Hospital reported to their biomed dept that there was a message alarm "battery run time less than 20 mins" while on pt, the pump stopped seconds after. The customer plugged into ac and it resumed pumping. There was no harm to the pt. Biomed contacted field service and confirmed the short run time of the pump after the battery was fully charged. Field service tech asked biomed to check the charge voltage, which was okay at 13.5 volts. He also had her check the current and it was approx 5 amps, also okay. As a result, field service tech sent the account a battery.

Manufacturer narrative:
Eval: biomed installed the new battery and confirmed proper operation. Pump was put into service.